Manufacturer narrative:
Intuitive surgical received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the instrument log for the tenaculum forceps (420207-07/n10180223 098) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4) with 4 lives remaining. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. Further technical review is not required as there was no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon was unable to manipulate the tenaculum forceps instrument. The grips could not close firmly and a loose cable was observed. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer. No additional information was provided pertaining to relevant tests/laboratory data specific to the incident. The customer confirmed the alleged event occurred on (B)(6) 2020.